Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 568 mg/dl. The customer had symptoms such as nausea, vomiting, pain and difficulty breathing. The customer was hospitalized for diabetic ketoacidosis. The customer was advised to call helpline if further assistance is needed.